Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact but dirty. The customer stated problem was duplicated, when back pressure is applied, device leaked pressure internally. It was found a faulty oscillator (stuck or jammed), device not functionally properly. Replaced faulty oscillator, faulty regulator, faulty demand valve, faulty amsv assembly. Replaced vr1 housing upper, language specific gas label and serial number label. Upgraded non return valve and variable restrictor. Installed service kit 520a1146 and patient valve assembly as part of pm. Performed pm, calibrated, cleaned unit and affixed new service label. The cause of the reported problem was traced to: user damaged the device by dropping it. No previous service history. Manufacturing DHR is not relevant to the investigation due to the age of the device.

Event description:
It was reported that a customer dropped a smiths medical ventilator and it's leaking internally. No patient involvement.